Manufacturer narrative:
Summary: 66 unused r-pilot files 25mm were returned. Involved product which broke during use was not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review (batches#(B)(6)). Unused files were evaluated and were found in compliance with specifications. According to our prescriptions, we can consider that the production vdw batch #408427 is conforming (representative sampling). No fault was found, production meets specifications. Failure mode broken during use. Root cause: no defect proven. Conclusion code: no failure found.

Event description:
In this event it is reported that a r-pilot, 6x, sterile broke during use. The broken part could not be retrieved and was incorporated into the filling. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.